Event description:
It was reported that patient experienced syncope due to loss of capture. Microdislodgement was suspected. The lead was removed and replaced. The patient's condition was good upon leaving the hospital.

Manufacturer narrative:
No medwatch form was received.